Event description:
Philips received a complaint from the technician, reporting that the v60 ventilator was unstable, due to physical damage (broken bottom screws, and central processing unit (cpu) tray. There was no patient involvement when the issue occurred. No patient or user harm reported. An order was placed for parts (cpu) tray cover, foot kit, and thumbwheels), and it was reported that the parts were required, as the device was unstable to the stand. Insufficient information was available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.